Manufacturer narrative:
UDI information is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed a crack on the left bracket area on the bottom of the case. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be abnormal wear. White teflon flakes were found on worm coupling facets. Actions taken to mitigate the reported issue: replaced the tefon washers with delrin washer, also replaced old style motor bracket, worm gear, leadscrew and clutch halves for preventive measure. Performed occlusion tests which passed. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
It was reported that a motor rate error event occurred. No patient injury reported.